Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site checked the system and found that system failed during the initial power up. After reviewing the log file, fse found the reported malfunction. Upon troubleshooting, fse attempt to reload flex pc software which failed due to errors, even after replacing the hard disk. To resolve the reported issue, the fse replaced the flex pc and reloaded the software and return the part for further analysis and no failures were observed. After the fse replaced the flex pc, reloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.